Event description:
It was reported that a malfunction occurred on the pump, specifically with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.